Event description:
A malfunction alarm was reported after the pump was dropped four days earlier. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any malfunction recurs.